Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -10.00 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical debris on the lens. Visual inspection found the optic and haptic torn with foreign debris on the lens. Claim# (B)(4).